Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient "had issues with the pump forever" and was wondering if their doctor could find the pump logs. Per the patient, on (B)(6) 2024, the patient was "super stiff", so they went in to get their medication adjusted and there were two error messages. When asked when the error messages were, the patient stated "one was the time was off by an hour and 10 minutes", which was due to daylight savings time change, and the other one was "a stall", but the healthcare provider could not find any record of the stall. Per the patient, there was supposed to be dose increase "at 10pm", but they started feeling "really loose" around 8pm on (B)(6) 2024 while they were out for a walk. The patient was redirected to their healthcare provider to further address the issue.